Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("lot of different infections"). The patient was treated with surgery (total at 28). Essure was removed. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : infections multiple, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case upgraded to serious incident. New event medical device removal and reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in my lower right abdomen') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), infection ("lot of different infections"), swelling ("I swell everywhere"), asthenia ("never have any energy"), ovulation pain ("painful menstrual cycle"), pelvic pain ("pelvic pain "), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss"), back pain ("back pain"), tooth loss ("teeth loss"), dyspareunia ("painful intercourse "), headache ("headaches") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, infection, swelling, asthenia, ovulation pain, pelvic pain, vaginal haemorrhage, alopecia, back pain, tooth loss, dyspareunia, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, asthenia, back pain, dyspareunia, headache, infection, ovulation pain, pelvic pain, swelling, tooth loss and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : infections multiple, abdominal pain lower, swelling, asthenia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received: newly added events- intermenstrual pain, pelvic pain female, vaginal bleeding, hair loss, back pain, tooth loss, painful intercourse, headaches, essure insertion and removal date was added, product indication was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in my lower right abdomen') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), infection ("lot of different infections"), swelling ("I swell everywhere") and asthenia ("never have any energy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, infection, swelling and asthenia outcome was unknown. The reporter considered abdominal pain lower, asthenia, infection and swelling to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : infections multiple, abdominal pain lower, swelling, asthenia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: social media content received. Previously reported event "medical device removal" updated to " pain in my lower right abdomen¿.new event I swell everywhere, never have any energy was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection ("lot of different infections"). The patient was treated with surgery (total at 28). Essure was removed. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : infections multiple, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.